Event description:
Information received indicates the bed exit alarm will not activate when weight is removed from the bed.

Manufacturer narrative:
The technician replaced the worn bed exit tape switches to repair the bed.